Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Visual inspection during surgery showed that the lead had fractured. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient experiencing high impedance due to a fracture was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.